Manufacturer narrative:
On (B)(6) 2020 customer reported unexpected negative amnisure results with no adverse outcomes. Customer indicated that the test was performed correctly. Time between onset of rom symptoms and the amnisure test is not known. The lot is performing within specifications. No other customers have reported issues with this lot. Qiagen's overall evaluation does not indicate a systemic problem with this lot.

Event description:
A customer reported patient in labor and grossly ruptured and amnisure negative. Patient admitted and successfully delivered.